Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer had an occluded reservoir. It was also found the customer received an alarm on their insulin pump. The customer was advised to disconnect and reconnect the insulin pump. No additional information provided.